Event description:
Cytyc's technical support department received a call from dr. From medical group, which is part of the hospital. Dr. Reported, that an unknown doctor handed a preservcyt solution vial to a patient that he described as being "demented." The patient later stated, that she had ingested the contents of the vial. It is unknown whether the vial contained the patient's sample. Detailed information regarding the woman's state of health is not available at this time. If cytyc obtains additional information, it will be forwarded to the FDA via a supplemental report.